Manufacturer narrative:
We did not get any information regarding this complaint. Logs, service report, date of event and the status of the ventilator requested several times. Due to lack of information, the root cause of the reported event can not be found.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).